Event description:
At 0645, pt was found unresponsive, without pulse or respiration in kneeling position between the 2 side rails on the right side of the bed. The pt's right arm was on top of the bed, left hanging at pt's side. Neck was inbetween the bed mattress and the upper side rail. Pt was positioned with face toward the head of the bed. No wrist restraints or vest restraints were in use. The bed rails were functioning properly.